Event description:
It was reported the subject device presented b30 scope communication error. The issue occurred during set up /inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3,h6,h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector socket is cracked, and interrupted image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because video connector socket is cracked, the image is interrupted and error b30 appears. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.